Event description:
It was reported that the user¿s ilet device was disconnected during a hospitalization for abdominal surgery unrelated to the device, and the device would not charge while the charger displayed a flashing green light; after removing the ilet case and changing the power outlet, the device successfully charged. Symptoms included no device-related clinical symptoms. Outcomes included no device-related clinical impact. Investigation included troubleshooting and user education focused on charging function and power supply. Investigation of this case revealed that the charging issue was resolved by addressing external factors related to the charging setup, consistent with a power supply or connection issue rather than an internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related or environmental factors affecting charging.